Event description:
The customer reported the lift column was not working and they smelled smoke coming from the ps3. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the power supply.